Event description:
It was reported the lead perforated through the pericardium. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the complete lead was returned in two segments. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.